Event description:
User alleges they had two events of the balloon bursting upon inflation after catheter was inserted in patient.

Manufacturer narrative:
Evaluation- other: smiths medical is anticipating the return of the sample involved in this report. Upon receipt of the sample, and the completed investigation, a follow up report will be submitted. A review of our complaints database show no other reports on this device lot number. This device is manufactured for smiths medical by MRI medical inc. They have been notified of this event.